Event description:
Pt had surgery on (B)(6) 2018 to have hardware removed from his left foot that was placed on (B)(6) 2016 during a left foot triple arthrodesis. While removing the screws, surgeon noted in operative note that part of a screw broke off and was retained in pt. Surgeon confirmed that there was no perceived harm done to the patient and the risk of retrieving the part was more substantial than leaving it in.